Manufacturer narrative:
Approximate age of device: 4 months. The manufacturer is attempting to acquire the device and obtain additional information regarding the reported event. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the suspected pump thrombosis could not be determined. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported through a device tracking form that the patient received a pump exchange. The cause of the exchange was noted as "thrombosis." No further information was provided.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: suspected, not confirmed pump thrombosis. Additional information also included indicated: abnormal pump parameters: yes. Intravenous anticoagulation: yes. Device malfunction: n.